Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge displayed an inaccurate fill estimate value of 0 units. The customer's blood glucose was 100-200 mg/dl. It was reported the customer used cold insulin to fill the cartridge and does not perform the proper air removal technique. Reportedly, the customer changed the cartridge and resumed insulin therapy.